Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had an implantable neurostimulator (ins) reprogramming 3-4 weeks prior to the report. The patient was programmed while sitting and was told that she was not going to be happy with it but that they did the best they could. It was noted that they got the stimulation in the front and back of the leg and then ended with stimulation in the front of her leg. The patient stated that the ins was "not working" and that something was wrong. It was noted that the patient was not happy with the reprogramming and stated she now had no stimulation and was on pain pills, muscle relaxants and pain patches and still had pain. It was noted that the patient wanted to be reprogrammed again. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3487a-33, lot # j0424776v, implanted: (B)(6) 2004, product type lead; product ID 3487a-33, lot # j0424776v, implanted: (B)(6) 2004, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension. (B)(4).

Event description:
It was reported that the patient had stimulation in the wrong location. The patient was unaware that her stimulation was turned off and wanted to turn it on. The patient turned therapy on at the time of the report and felt stimulation. The patient stated that she felt stimulation on the front of her leg and it was supposed to be on the back of her leg. It was noted that the patient noticed the problem just at the time of the report. The patient turned her therapy off until she meets with a manufacturing representative and reprograms. The patient later stated that her stimulation was going up the ¿front¿ of her right leg and it should be in her right buttock area and leg for an injured and fractured right sacroiliac. The patient wanted to the manufacturing representative to reprogram her stimulation to feel it on the back of her legs and to go over a training session with her on how the equipment works. It was further reported that the patient had a 50% or greater symptoms reduction. The cause of the event was due to stimulation programming. It was noted that it was not device related, as the device was providing therapy and the electrical impedances were in range. It was noted that the patient had a spinal cord stimulation programming on (B) (6) 2014 and was doing well. The patient later stated that she had reprogramming done ¿last tuesday¿ in the prior week and that she was not happy with her reprogramming. The patient stated that since the reprogramming, ¿the stimulation was on the front of her leg, it was in her knee, then it was down in her foot.¿ the patient noted that her injury as in her right buttock and lower back area. The patient was told that she might have to live with the stimulation in her knee. The patient noted that she had pain in her back and the pain was unsurmountable with lidocaine patches and oxycodone. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.